Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose. The customer's blood glucose at the time of incident was found to be 28 mmol/l. Customer's blood glucose at the time of call was 12 mmol/l. The symptoms for high blood glucose were none. It was unsure if the customer was using auto mode at the time of incident. Troubleshooting for high blood glucose was not performed. The insulin pump will not be returned for analysis.